Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test,delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had allege under delivery and also high pressure test was failed. The customer¿s blood glucose level was 20 mmol/l at the time of the incident and the current blood glucose value was 16.3 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with needles. Troubleshooting was performed. The insulin pump will not be returned for analysis.